Event description:
Customer reported an incident of smoke emitting from the coulter ac-t diff 2 analyzer. The operator saw smoke coming from the software card area of the analyzer. The analyzer was powered off. There were no flames or arcs reported. Fire department was not called. No reports of death or serious injury, and medical treatment was not sought as a result of this event.

Manufacturer narrative:
(B)(4). Prior to the event, the operator was troubleshooting with a beckman coulter representative via phone. The screen on the analyzer was blank. The beckman coulter representative instructed the operator to disconnect and reconnect the power cord from the outlet; and reseat the software card. The operator had difficulty removing the software card. The operator then saw smoke coming from the software card area. The beckman coulter representative instructed the operator to power off and disconnect the analyzer from the outlet. On (B)(4) 2008, the field service engineer (fse) replaced the lcd (liquid crystal display) assembly and card reader. Verified performance of the analyzer to specifications. Root cause for smoke coming from the software card area is unknown. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.